Manufacturer narrative:
Results, conclusions: (no root cause identified). Device performed according to specifications (no known device problem). (B)(4).

Event description:
It was intended to use a 2.50 x 30 mm endeavor resolute rx drug eluting stent to treat a calcified lesion in the mid-rca. The lesion had 90% stenosis. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated once with a 2.0 x 20 sprinter balloon at 12 atm. The device reached the lesion, but the balloon would not inflate after a pressure of 9 atm was applied. The physician then used a new device, of same size, to complete the procedure. No patient complications are reported. Evaluation summary: the distal tip was flared. The balloon was successfully inflated to 16 atms (rated burst pressure) and maintained pressure. The patency mandrel was removed from the inner lumen; no leak was detected from the inner lumen. There were no defects noted to the device which could have prevented inflation of the balloon. The stent was positioned on the balloon between the inner shaft markers. There was no deformation to the stent segments or struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.